Manufacturer narrative:
Device evaluation: the complaint issue was described as flickering when connected to the camera. The customer's complaint was not verified. No flickering images were detected over multiple days of testing. Functional tests were performed with head module ccus and camera head test fixtures, but no flickering problems were encountered with this tc201us. Testing included multiple overnight burn-in sessions, extensive power cycles, significant mechanical shock, and heavily cable manipulation, but the image never dropped out or flickered. All inputs and outputs were tested. During testing, the customer's tc201us intermittently displayed the "menu temporarily unavailable" error message, which indicates that the davinci processor has stopped responding. Currently, there is no component level rework to be performed at ksna-goleta for the mtu issue, so a motherboard replacement will be required. If the customer is still experiencing the flickering issue, then it is recommended that they return their complete system, so a full evaluation can be performed on all their devices. The cause of the issue was determined as unable to verify the customer's reported complaint, but the "menu temporarily unavailable[?]" Error message was encountered and therefore, a motherboard replacement is needed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, it was flickering when connected to the camera. No patient involvement was reported. No death or (unanticipated) serious deterioration in state of health reported.